Event description:
An ocd employee identified a laboratory report printed from a vitros eciq immunodiagnostic system where the results were associated with the incorrect sample identification (sample ID) number. Biased results could lead to inappropriate physician action. This event took place during internal testing at ocd in rochester ny. No patient samples were used during the test, and no patient results were reported. There were no allegations of harm associated with this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the issue may be associated with the print buffer of the external printer connected to the vitros eciq. The correct information is being sent from the vitros eciq to the printer. A review of customer complaints did not identify any similar events with vitros eci systems in customer settings. The investigation is on-going.